Event description:
It was reported that the right ventricle lead had dislodged and was repositioned on (B)(6) 2022. During the follow up check, the right ventricle lead exhibited intermittent capture, failure to sense, high capture thresholds, and low pacing impedance. The right ventricle leas was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, intermittent capture, high pacing threshold, and low pacing lead impedance. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The reported events of intermittent capture, high pacing threshold, and low pacing lead impedance were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.